Manufacturer narrative:
(B)(4): the exact expiration date is unknown, but the physician reported that the device was not used past the expiration date.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2011.according to the complainant, post-procedure, the patient presented with unspecified complications.according to the physician's office, as of follow up medical appointments on (B)(6), 2011 and (B)(6) 2012, no patient complications were reported.all other information is unknown and unavailable.